Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion occurred. Customer's blood glucose level was 300 mg/dl. Reportedly, the pump supplies were changed and insulin deliver was resumed.